Event description:
I have silicone breast implants and have been sick for many years and it is getting progressively worse. Somebody needs to do something about the women who are suffering the debilitating side effects from the toxic chemicals in the implants. I have had many ruptures, leaks and many capsular contractures. I'm almost completely bed-ridden. Was implanted with saline implants 1997, and implanted with silicon gel-filled implants 2000. Diagnosis or reason for use: capsular contractures.